Event description:
Routine complaint investigation when a health care facility reported receiving imprecise sequential readings on the precision pcx blood glucose monitor. The values, when plotted on the parkes error grid fall in the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.